Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt has stimulation; however, the pt states that she occasionally feels pain and a burning sensation at the ipg site. She also states the ipg will turn on and off by itself. Pt is scheduled to meet with the sjm rep and her doctor to evaluate the reported issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.